Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative right colon resection laparoscopic procedure, the patient returned 2 days post-op because of bleeding at the anastomosis. It was significant bleeding and required a transfusion. The patient had a blood transfusion and stopped deep vein thrombosis prophylaxis to resolve the case.